Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 677 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The prime test passed. The customer's doctor verified that the insulin pump was programmed correctly. The customer stated that she has experienced bent cannulas on her infusion sets in the past, so she wanted to try an alternate type of infusion set. Nothing further was reported.